Event description:
It was reported that during testing conducted at the user facility the tip of the device was found to be broken off. No adverse consequences or procedural delays were noted with the event.

Manufacturer narrative:
The reported event that the tip of the device was broken was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during testing conducted at the user facility the tip of the device was found to be broken off. No adverse consequences or procedural delays were noted with the event.